Event description:
As reported, approximately 2.5 months post op the initial tsa, this 76 y/o male patient started experiencing instability / subluxation. Subluxation events described by patient without radiographic documentation. The case report form indicates this event is definitely related to devices and/or procedure. This event report was received through clinical data collection activities. Patient was not revised, will be continuing with pt.

Manufacturer narrative:
Device evaluation: pending evaluation. Concomitant device(s): 300-30-08 equinoxe preserve stem 8mm, 320-15-02 rs glenoid plate sup aug, 10 deg, 320-06-42, glenosphere 42mm, 320-10-05, equinoxe reverse tray adapter plate tray +5.

Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Event description:
It was reported via clinical study, approximately 2.5 months post op the initial tsa, this 76 y/o male patient started experiencing instability/subluxation. Subluxation events described by patient without radiographic documentation. The date of event onset is (B)(6) 2022. The patient then frankly dislocated on (B)(6) 2023. The patient was revised on (B)(6) 2023.

Manufacturer narrative:
It was reported via clinical study, approximately 2.5 months post op the initial tsa, this 76 y/o male patient started experiencing instability/subluxation. Subluxation events described by patient without radiographic documentation. The date of event onset is 06/02/2022. The patient then frankly dislocated on (B)(6) 2023. The patient was revised on (B)(6) 2023.